Manufacturer narrative:
No proper assessment can be made since the unit was not returned for evaluation. Based on the results of previous cases, there has been no serious injury or death as a result of the malfunction recurring.

Event description:
Priming was successful. The hand piece cut for 1:12 and then would not engage. It just would not cut any more. It did not sputter or cut sporadically, it just would not work anymore. The tip was not bend. A second tip was installed and the procedure was started again. This time it cut for 50 seconds and then sputtered and died out and would not cut anymore. Dr. (B)(6) was so upset. He went to something else to complete the case.